Event description:
It was reported to boston scientific corp that a captivator micro-hex snare was used during a polypectomy procedure within the large intestine on (B)(6), 2009. According to the complainant, during the procedure, when they extended the snare loop, it was noted that the wire was twisted. The snare loop was unable to hold onto the polyp tissue, and therefore unable to remove the polyp. The procedure was completed with another captivator micro-hex snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - failure to hold tissue. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).